Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The article was written by s. A. Giuseffi, p. Streubel, j. Sperling, and j. Sanchez-sotelo. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
Information was received based on a review of the journal article, "short-stem uncemented primary reverse shoulder arthroplasty" which aimed to determine the safety and early complication rate of reverse tsr using an uncemented short humeral stem. This study consisted of 44 patients who underwent primary reverse total shoulder shoulder arthroplasty between june 2008 and november 2011. The article reported that one patient required a closed reduction due to dislocation, one patient had a brachial plexus abnormality that resolved spontaneously within the first year after the procedure, and one patient experienced a superficial infection which resolved with oral antibiotics. In conclusion, the study found that adequate alignment and reliable fixation may be achieved using short uncemented humeral stems in primary reverse tsr. Short-term clinical outcomes demonstrate reliable pain relief and improved movement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and to correct previously reported information: the following sections were corrected: age at time of event, patient sex. The following sections were updated: report type, added additional information, catalog and lot number, manufacturer narrative. The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, package insert under possible adverse events: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions" and, "temporary or permanent nerve damage resulting in pain or numbness to the affected limb," following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation

Event description:
A review of the article identified one (1) unknown patient that underwent a shoulder revision due to dislocation requiring closed reduction on an unknown date. There has been no further information provided and the patient outcome is unknown.